Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of prosthesis for left side" the device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: ¿ stress marks observed.

Event description:
Healthcare professional reported "rupture of prosthesis for left side" the device has been explanted and replaced.